Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the distributor that there was hypersensitivity. Per email: please find attached copy of the (B)(6) report which contains 5 hits for "tradename not specified (chlorhexidine gluconate)". This attached line listing report was extracted from the (B)(6) on 12-july-2021 as part of local literature surveillance activities. Regulatory authority reference number, date identified by sponsor (day 0), active substance, meddra reaction term, primevigilance reference number. (B)(6), 12-july-2021, tradename not specified (chlorhexidine gluconate) - suspected - hypersensitivity, off label use, product use issue. (B)(6), 12-july-2021, tradename not specified (chlorhexidine gluconate) - suspected - hypersensitivity, off label use, product use issue. (B)(6), 12-july-2021, tradename not specified (chlorhexidine gluconate) - suspected - hypersensitivity, off label use, product use issue. (B)(6), 12-july-2021, tradename not specified (chlorhexidine gluconate) - suspected - hypersensitivity, off label use, product use issue. (B)(6), 12-july-2021, tradename not specified (chlorhexidine gluconate) - suspected - hypersensitivity, off label use, product use issue. Kindly share your reference numbers when available.